Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver was found broken during post-operative cleaning. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip of the device was found to be fractured. The device manufacturing records were reviewed and no manufacturing issues were found. After manufacture of this device, the design was enhanced to reduce the likelihood of this failure occurring.